Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. It was reported that the patient experienced backup battery fault alarms when changing power sources. The system controller was opened, the ribbon was checked and reconnected to the backup battery, and self test was done and the alarms still occurred during the power changes. A review of the event log file captured intermittent emergency backup battery (ebb) circuit faults. At times, the circuit faults triggered backup battery fault alarms to activate. The backup battery fault alarms resolved on their own and pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the alarms resolved after a backup battery exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A system controller 2.0 software exchange was performed on (B)(6) 2024. The site wondered why the driveline disconnect alarm and pump off alarm registered as 4 times, when the site stated they only disconnected it once. The event file captured 17 driveline disconnect events.